Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The fe reported the system failed generate fluoroscopy x-ray. No pt serious injury was reported related to this event.